Manufacturer narrative:
The complaint is not confirmed. No product evaluation could be performed because the device was not returned and no photos were provided. A new investigation will be opened if/when the device is received. Per fmea risk-0029 rev. 02, the complaint may be associated with the following potential failure mode: potential failure mode: user creates vacuum but fails to exclude any maternal tissue potential effects: failure to exclude any maternal tissue causes air/vacuum leak harm 1: delayed procedure severity: 1 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "acceptable" harm 2: delayed procedure with fetal distress severity: 4 potential cause: lack of attention, not qualified personnel probability of occurrence: 1 risk is considered "monitor" no root cause could be determined because the complaint was not confirmed.

Event description:
In the customers word: "the kiwi vaccum device was not able to maintain suction pressure after pumped up to 65kpa, creates hissing sound and suction pressure quickly reduce down to 15kpa". "2nd kiwi vaccum device need to be used to effect delivery of the baby and this caused extensive subaponeurotic haemorrhage (sah) and hypoxic ischaemic encephalopathy (hie)" "vaccum assisted delivery for fetal bradycardia". "1st kiwi vaccuum device applied at 0215h, tested prior to application on fetal head and suction present, able to create suction pressure up to 65kpa however upon traction noted hissing sound and noticed suction pressure dropped to 15kpa, repeated pump suction attempted but similar problem. 2nd kiwi device was obtained, tested and functioning well, applied at 0218h, suction maintained and successful delivery at 0222h". "Baby was born pale requiring inotrope support due to extensive sah, also required packed cell and fresh frozen plasma transfusion. Also sustained hie grade 2".